Event description:
Event description boston scientific crm received information that during a routine follow-up visit, it was noted that the lead safety switch had been triggered on this right ventricular lead. The lead displayed impedance measurements greater than 2500 ohms in the bipolar configuration and a conductor fracture was suspected. The lead displayed impedance measurements equal to 290 ohms in the unipolar configuration with all other measurements within normal limits. No adverse patient effects were noted.